Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was crimped within 3 hours of insertion at thigh, which caused the patient blood glucose elevated from 160 to 203 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.